Event description:
It was reported that (1) lcs15 and (1) lcsj5 were used with (1) hp052 during an unknown procedure. It was reported by the affiliate that the device would not activate. Opened another device to complete the case. No adverse pt outcome.